Manufacturer narrative:
No medical/surgical intervention was required as a result of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug eluting stent was implanted to treat a mildly calcified, non tortuous lesion located in the mid left anterior descending artery (lad). There was no damaged noted to the packaging or any issues noted when removing from the hoop. The device was not inspected. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that the stent implanted was expired. The patient was reported to be alive with no injury.